Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc is related to (B)(4) which reports about the event occurred after the initial surgery. This pc reports about the event occurred after the 1st revision surgery. It was reported that on (B)(6) 2018, the patient underwent the tha surgery. After surgery, on unknown date, dislodgement of the liner occurred, and the 1st revision surgery was performed on (B)(6) 2020. After that, the course was uneventful, but the patient complained of feeling strange and visited the hospital. There is a possibility of dislodgement of the liner. The sales rep is now checking the details. No further information is available.